Event description:
It was reported that at routine follow up approximately 12 months post procedure, in-stent thrombosis was observed. The patient was administered cataclot 80mg twice a day, clopidogrel 75mg once day and 5000u ~10000u of heparin for 5 days. The patient was reported to be "fine."

Event description:
It was reported that at routine follow up approximately 12 months post procedure, in-stent thrombosis was observed. The patient was administered cataclot 80mg twice a day, clopidogrel 75mg once day and 5000u ~10000u of heparing for 5 days. The patient was reported to be "fine."

Manufacturer narrative:
Subject device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stent thrombosis is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.